Event description:
It was reported that the patient wanted his inflatable penile prosthesis (ipp) to be replaced because it was not working anymore it would not inflate. A replacement surgery was performed and all components were removed and replaced. Upon removal, a tear in the tubing close the pump could be observed. The patient had a good outcome.

Manufacturer narrative:
B3 date of event: the exact event date is unknown investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. Product analysis was unable to confirm the reported event; the ams 700 ipp passed all tests performed. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the ams 700 ipp was visually inspected, leak and pressure tested, and microscopically examined. Both cylinders exhibited wear at folds in the cylinder bodies. The pump tubing was found fatigued and worn to the filament. Both cylinders and the ms pump passed all tests performed. The reservoir had folds in the shell, however, no leaks were found. The observed wear would not affect functionality of the device. Product analysis was unable to confirm the reported events. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. No further review is required. Investigation conclusion: the reported events could not be confirmed through investigation. No escalation or further actions are considered necessary.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient wanted his inflatable penile prosthesis (ipp) to be replaced because it was not working anymore it would not inflate. A replacement surgery was performed and all components were removed and replaced. Upon removal, a tear in the tubing close the pump could be observed. The patient had a good outcome.